Event description:
Depuy hip implant (B)(6) 2007. Blood tests show toxicity levels of chromium and cobalt. Revision surgery is scheduled (B)(6) 2019. Symptoms include intermittent vision problems, hearing, i.e. Tinnitus, swelling of ankles and leg, mild pain, sense of hip joint looseness. Balance problems requiring vestibular therapy.